Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm noted during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 169 at the time of incident. The customer was assisted with troubleshooting and insulin does not exited during manual prime. The insulin pump will be returned for analysis.